Event description:
It was reported via clinical affairs that a patient was diagnosed with aortic stenosis of an edwards bioprosthetic aortic valve after an implant duration of approximately 11 years. The patient is scheduled to have a trancatheter bioprosthetic valve implanted inside of the existing edwards valve on (B)(6) 2013. Additional information and patient status post procedure will be reported once available.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
It was learned that the transcatheter procedure was completed and pt remained stable throughout the procedure and was transferred in that same condition.